Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and tactile examination of the catheter shaft identified no issues. Using a blade the shaft was dissected just proximal to the proximal balloon sleeve. The guidewire from the proximal section of the dissection could be removed with no resistance. However, during an attempt to remove the wire from the distal section of the dissection, some resistance was met and a frayed guidewire containing a build-up of solidified blood was removed from the device. Using a blade the guidewire lumen was exposed inside the balloon and no anomalies were noted. The inner diameter of both sections of the wire lumens were checked using a 0.035 inch size wire and no restrictions were noted. A visual examination of the tip section of the device found the tip was slightly flared. The outer diameter of the returned guidewire was measured and is within specifications. Traces of solidified blood was present on the surface of the guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion is located in the cephalic-subclavian junction. It was noted that a 035 amplatz cook wire was stuck in a 5.0 x 40, 75cm mustang balloon catheter. Both devices were removed from the patient as one unit without any resistance. The physician gained access with another unspecified wire and the procedure was completed with a different device no patient complications were reported and the patients status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion is located in the cephalic-subclavian junction. It was noted that a 035 amplatz cook wire was stuck in a 5.0 x 40, 75cm mustang balloon catheter. Both devices were removed from the patient as one unit without any resistance. The physician gained access with another unspecified wire and the procedure was completed with a different device no patient complications were reported and the patients status was fine.

Event description:
It was reported that catheter entrapment occurred. The target lesion is located in the cephalic-subclavian junction. It was noted that a 035 amplatz cook wire was stuck in a 5.0 x 40, 75cm mustang balloon catheter. Both devices were removed from the patient as one unit without any resistance. The physician gained access with another unspecified wire and the procedure was completed with a different device no patient complications were reported and the patients status was fine.